Event description:
The complainant notified clinical support that the automated impella controller (aic) generated a battery failure alarm, despite being plugged in and being fully charged. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller was returned for investigation. The data analysis was consistent with the reported symptom, upon boot-up of the console the red alarm generated. Through the two on-site power cycles, no ¿ac power disconnected¿ alarm was issued, which indicated the console was connected to ac power. The returned console battery switch was engaged, and the console was powered on via batteries. No alarms occurred. A battest was performed, where no issues were found. Both batteries were inspected and denied for potential battery failure. The console had expected behavior both on ac power and battery power with no issues. It is likely that the console did not have the battery switch engaged upon 1st boot up and the failure was resolved by engaging the battery switch on bottom of the console. The battery failure (red alarm) was confirmed via logs, but not reproduced. The battery failure red alarm was most likely due to disengagement of battery switch on the bottom of console. The cause of the issue was use related due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.